Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was prompting an error 5 message. Per the onetouch ping user guide the error 5 message prompts when there is a problem with the test strip or the blood sample is not large enough. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 7 p.m. On an unspecified day. The patient reportedly manages her diabetes with insulin pump therapy and she stated that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that she developed "dry mouth" 30 minutes after the alleged issue and that she bloused herself 0.8 units of insulin (unknown type) at 10 p.m. On (B)(6) 2012. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct/unexpired test strips. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and treating herself with extra insulin. In addition, the alleged issue was not resolved with troubleshooting and lfs' product analysis found faults in the subject meter.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the lay user/patient's product(s) has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a high spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.